Manufacturer narrative:
Description of changes: b3: corrected date to 08/28/2024. D6a: corrected date to 08/28/2024. D6b: corrected date to 08/28/2024. G6: updated to "follow-up # 2 and 30-day". H2: select "correction."

Manufacturer narrative:
Based on the information provided and our experience with the CT lucia 602 lens, we have identified the following potential factors that may have contributed to the reported issue: improper handling or surgical technique: the inability to position the lens properly during surgery may have been caused by improper handling or misalignment during the implantation process. This could include factors such as incorrect orientation or the use of excessive force during lens placement, resulting in the decision to explant the lens. Unknown contributing factors: since the lens was discarded and is not available for evaluation, it is not possible to definitively determine whether any manufacturing or material-related defects were present. Other potential factors, including unforeseen surgical conditions or patient-specific anatomical challenges, cannot be ruled out. Without the physical device for evaluation, the root cause cannot be definitively determined, and the analysis is based on probable contributing factors identified through risk assessment and previous experience. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.

Event description:
It was reported that a CT lucia 602 lens was explanted from the patient during surgery. The lens was unable to be positioned properly. The device was discarded by the customer. No injury was reported. No other information was provided by the customer.

Manufacturer narrative:
Description of changes: field b4: added "date of this report." Field g6: updated to "follow-up # 1 and 30-day". Field h2: select "correction."